Event description:
It was reported the procedures were being performed in the accident and emergency department. During insertion, the clinicians are having issues with the guide wire kinking. They allege this has occurred several times. They do not know if there are any delays in treatment and there were no patient deaths or complications reported.

Manufacturer narrative:
(B)(4). The report was reviewed; however a comprehensive investigation could not be performed because no sample was returned for analysis. Complaint verification testing could not be performed because no sample was returned for analysis. The potential cause of the swg kinked could not be determined based upon the information provided and without a sample.